Event description:
As reported by the field, the physician opened the packaging of a 125cm large bore 71 catheter (ic71125ug, 31198056), the hub of the catheter was found to be kinked/bent. The device was not used in patient. A new device was switched to complete the surgery. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Complaint conclusion: as reported by the field, the physician opened the packaging of a 125cm large bore 71 catheter (ic71125ug, 31198056), the hub of the catheter was found to be kinked/bent. The device was not used in patient. A new device was switched to complete the surgery. There was no patient injury as the device was not clinically used. Additional event information received indicated that there was no damage to the packaging, and there was no difficulty in removing the device from the packaging. There was a break in device integrity at the site of the defect that led to a separation into two or more separate pieces. A non-sterile 125cm large bore 71 catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one (1) cracked condition was on the shaft of the catheter next to the luer hub. The cracked condition was inspected under magnification and the internal wires were exposed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding the catheter being kinked/bent and separated was confirmed based on the damage condition mentioned above. This condition may have been the result of several factors, including but not limited to procedural factors present in the operating room. With the limited information available, an assignment of a root cause is not possible at this time. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. According to the risk documentation, a catheter shaft being kinked is a potential issue that can occur due to an improper storage and/or improper handling of the device when is removed from the pouch. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent catheter damage from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ do not use a catheter that has been damaged in any way. If damage is detected, replace it with another catheter that is not damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.